Event description:
A pump problem was reported. There was a motor stall and motor stall recovery recorded in event logs. Stall occurred sunday (B)(6) at 1:08 am and recovered at 1:34 am. It was reported the motor stall occurred while patient reading with "(B)(6)" in her lap. The electronic tablet had a magnetic cover. It was reported the motor stall and stall recovery times were consistent with the times the patient was using the electronic tablet; and the motor stall found to be related to the magnet on the tablet. It was also stated that everything had been resolved and the patient was fine and continued to receive the benefits of the pump. If additional information becomes available, a report will be provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).